Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter used as a spare and was inaccurately given as it did not contain a pre-filled water syringe or a balloon, as the patient normally used to on the catheter.

Event description:
It was reported that the foley catheter used as a spare and was inaccurately given as it did not contain a pre-filled water syringe or a balloon, as the patient normally used to on the catheter.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect sac fitting technique/ sac displaced during finish dip. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation."